Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported catheter produced s curve instead of a u curve. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.